Event description:
The customer reported that the device can't start up and that the knob wheel is defective. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device can't start up and that the knob wheel is defective. There was no reported pt involvement. The device was evaluated by a local third party service provider. The symptom was verified. Replacing the optical switch resolved the issue.